Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022 this patient underwent angiography that determined a proximal type I endoleak and suspected enlargement of the aneurysm (amount unknown) on (B)(6) 2022, the patient underwent reintervention and the physician applied 4 aptus endoanchors to anterior side of main body trunk. The patient tolerated the procedure and the physician felt the leak was eliminated. The physician attributes the endoleak to tortuous remodeling at the aortic neck caused loss of anterior graft apposition.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: no pre-implantation images were provided. There appears to be a slight bird-beak of the endograft due to the angulation of the aorta and short landing zone. The effective seal zone appears to be approximately 8.6mm. There appears to be a type 1a endoleak.